Event description:
It was reported that right ventricular (rv) lead exhibited high impedance and high capture threshold. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.